Manufacturer narrative:
Evaluation of the fowler found the patient right gas cylinder was not holding weight. This was causing the fowler to put too much pressure on the patient left working gas cylinder and created a spongy fowler effect.

Event description:
It was reported by service report that the fowler was drifting. It is unknown if there was patient involvement; however, no adverse consequences were reported.